Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was inadvertently not evaluated for the reported symptom. However, the device will be subject to downstream occlusion detection testing during evaluation and will pass all testing throughout the service process prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion, testing at a high pounds per square inch (psi) of 21.19/20.46/20.69 psi. There was no known patient injury or medical intervention associated with this event. No additional information is available.